Event description:
It was reported that prior to the start (post anesthesia) of a da vinci-assisted prostatectomy procedure, the system displayed an error 23103. Before contacting intuitive surgical, inc. (Isi) tech support, the operating room (or) team already restarted the system. The isi technical support engineer (tse) confirmed an error 23103 occurred, pointing to axis 3 of set up joint (suj) 4. Following isi tse instruction, the caller (nurse) repositioned suj4 and restarted the system with emergency power off; however, the error persisted. The isi tse suggested to disable the arm, but the caller indicated the surgeon would not be able to perform the surgery with 2 instrument arms. The or team decided to convert to open surgery. Isi received a follow up response from the clinical sales representative and the following additional information was provided: the open surgery completed successfully, and the patient is currently recovering.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. Service was performed to correct the reported problem. There were no parts replaced. The system was tested and verified as ready for use. Six days following service, the same error occurred again while the system was being placed in storage by a hospital employee. An isi fse was dispatched again and replaced the suj. The suj was received for evaluation and the reported failure was confirmed via an error code log review. The unit was found to have a cut fiber optic cable in the proximal harness. The fiber optic defect is attributed to a component failure. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by intuitive surgical, inc. (Isi) technical support engineer (tse). Investigation revealed the following possible related system errors: 23103, pointing to axis 3 of suj4. This complaint is reportable due to the following conclusion: the da vinci system was unable to be used as intended as two arms needed to be disabled. As a result, the surgeon opted to convert to open surgery to continue the procedure. The open surgery completed successfully, and the patient was recovering.